Manufacturer narrative:
Additional information: the catheter tip was cut off by the hospital staff as a standard procedure for microbial analysis. This is not a product failure.

Manufacturer narrative:
The cool line catheter in complaint was returned incomplete. Therefore, functional testing could not be performed. A visual inspection of the returned catheter was performed. Cool line catheter was returned without the catheter tip. The catheter tip was completely cut off from the distal end of the distal balloon. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. Per zoll medical safety assessment, the patient tolerated temperature management well. Insertion of 100 ml of sterile saline over 24h in the patient's vasculature could not potentially harm the patient. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. Reporter stated that the icy catheter did not contributed to the patient's outcome and the patient doing well. In agreement with a customer, there was no patient's effect attributed zoll catheter.

Event description:
As reported, after 4 day of ivtm therapy, the thermogard console displayed air trap alarm and the user replaced the saline bag. User did not observe any leak on the suk and no liquid on the floor, indicating a balloon leak on the coolline catheter. The user observed saline bag loses about 100 ml of saline per day. The target temperature was 36°c and the temperate at the time of issue was 36°c. The catheter was replaced and therapy was continued. No consequences or impact to patient was reported.